Manufacturer narrative:
UDI # (B)(4) is incomplete as the lot # and manufacture date were not provided. This information was requested from the customer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was unable to be inserted through the included 8fr sheath. After several attempts, they opted to switch the sheath to a pinnacle 8 fr sheath. This was successful and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood was found on the exterior. The sheath was not returned for evaluation. Two kinks were found on the catheter tubing approximately 76.2cm and 71.6cm from iab tip. Additionally, an inner lumen kink was found approximately 76.2cm from the iab tip. The one-way valve was returned for evaluation. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. - the one-way valve was vacuum tested, and it held vacuum. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported failure of ¿difficult. Unable to insert iab through sheath¿ was mostly triggered by an inner lumen kink found on the balloon catheter tubing. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Patient demographics updated. Reference complaint #(B)(4).

Event description:
N/a.